Event description:
It was reported that the patient experienced a "surge-like shock" when they placed their cell phone in their backpack while playing golf. On (B)(6) 2009, the patient had a headache for 2 to 3 days post programming of stimulation which resolved without any treatment. On (B)(6) 2009, they experienced a sudden surge (shock) noted as an increased tapping to the vagina while in a hair salon where there was multiple massage chairs on. The patient outcome was reported as no serious injury. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 3093-28 lot#j0504359v implanted: (B)(6) 2005 explanted: na; extension model 3095-10 serial #(B)(4) implanted: (B)(6) 2005 explanted: na; programmer 3031a serial #(B)(4). This device was being used in a clinical trial noted as (B)(4).